Event description:
It was reported the patient's is without stimulation coverage. The external devices cannot communicate with the ipg and the patient has not ever charged the ipg (over 11 months). The physician plans surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.